Event description:
It was reported that multiple implantable cardiac monitor (icm) showed suspected missing events, along with overwritten events due to icm memory saturation. It was noted the icms were used for a clinical study that was not sponsored by the manufacturer and the icms were also programmed to disable at detection and p-wave sensing, per the study requirements. In addition, it was suspected the missing events may be attributed to wireless transmission problems or event counter log problems. The status of the icms are unknown and no further information is available from the study. No patient complications have been reported as a result of this event.